Event description:
A company representative reported healthcare provider (hcp) had a difficult time inserting lead into header block of the implantable neurostimulator (ins) during procedure. Hcp open another ins and everything worked fine. No patient injury reported.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found that the set screw was backed out too far. During analysis the set screw was able to be reinserted into the connector with a 4 oz-in torque wrench. The ins passed functional testing. A known good lead was able to be inserted into the connector port without issue. A lead insertion test was performed and met the lead insertion specifications. The lead that was used with the insertion issue in the field was not returned.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information received. Device returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.